Event description:
It was reported during a routine follow up, noise was observed on the right ventricular (rv) lead and this right atrial (ra) lead. The physician suspects the "mirror image" noise to be the leads rubbing together. Technical services (ts) was consulted and provided troubleshooting suggestions with lead noise. At this time, the rv and this ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).